Event description:
On (B)(6) 2011, patient reported elevated blood glucose due to the infusion device check button working intermittently. Level of blood glucose and treatment given were not provided. Patient stopped using the infusion device 1 year ago due to pregnancy and not because of concerns with the infusion device. Patient reported that she would bolus insulin, and her blood glucose would still be elevated an hour later. She would remove the infusion set and bolus through the cannula, and insulin would flow from the cannula as expected. No error messages were received on the infusion device. Patient was not able to provide her normal blood glucose range. Patient also reported the basal rate adjustments would not save, even after she pressed the check button 2 times. Infusion device was replaced and requested for evaluation. The patient did not require assistance from a health care professional or second party to address the issue.